Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device passed the op check and afterwards a service required error message appeared relating to the pads/paddles and therapy. There was no reported patient involvement/adverse patient impact.